Manufacturer narrative:
The pump passed active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump and carelink. No audio/vibrate anomaly/absence of alarm noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 6: 11/22/2024 05:58:38.000, fault 11: 11/21/2024 22:23:00.000 and fault 73: 11/21/2024 21:52:00.000 were found in the history files and traces. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay and scratched case. Charge/battery lasts less than expected was not confirmed. Audio/vibrate anomaly/absence of alarm not confirmed. Unexpected battery power loss was not confirmed. Unable to verify customer's high bgs. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, audio/vibrate anomaly/absence of alarm, unexpected battery power loss, harm reported with no reported allegationof a device malfunction. The customer reported hyperglycemia treated with other. Customer reported the following led up to the event: unexpected battery power loss . The event involved product(s) mmt-1884l, mmt-332a, mmt-7040a, mmt-431ag. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructionsmmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-431ag.